Event description:
The consumer reported that she was not happy with her device as it had not helped much with her symptoms ((B)(6) 2015). She was still wearing the same amount of pads she was before the implant and now she was also taking overactive bladder medication again. The patient tried adjusting her settings but when the stim was up too high it caused pain and when it was too low, it did not help with the symptoms. Patient services walked through switching from program 3 to program 4. The patient decided to keep her stim level at 3.6v on program 4 since it was comfortable for her. Additional information from the consumer reported that she notified her managing physician about the issues. There was no change in program noted. When the patient turned down stim, there was no effect. She had more leakage and still had pain. The lack of symptom relief and pain were not resolved. It was noted that the patient had another urinary tract infection (uti) and she went to see her urologist. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.